Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an itchy skin irritation on their chest and back from the lifevest equipment. The patient's physician prescribed an oral medication and cream for the skin irritation. Follow up indicated that the skin irritation improved.